Event description:
The hospital reported that during a coronary artery bypass procedure, three heartstring devices malfunctioned. A heartstring ii seal was inserted into the aorta but did not provide sufficient hemostasis as the seal was cracked. A replacement heartstring iii device was used but the seal did not provide sufficient hemostasis as it was also cracked. A second replacement heartstring iii device was opened and failed to load as the seal remained inside of the loading device when the delivery device was removed. The procedure was converted and a partial clamp was used to complete the procedure. The hospital did not report any patient effects. The hospital intends to return the devices in question. Reference MFR report #2242352-2012-00584 for the related report.

Manufacturer narrative:
The devices have been returned to the factory and are being evaluated. A supplemental report will be submitted when the evaluations are completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).